Event description:
The pt was seen at the implant center. The pt's electrode artery had reportedly partialy migrated out of the cochlea and was visible through the tm. The pt reported a decrease in hearing. X-rays were ordered. In 2002, x-ray results confirmed that the electrodes were still in the cochlea. Ear canal closure surgery is to be scheduled.